Manufacturer narrative:
Medtronic received information that the imprecision was eleven millimeters short of the target on a post operative image acquisition. It was noted that the cultures collected found that the diagnostic sample was a (B)(6) infection and not a tumor.

Manufacturer narrative:
Manufacturer updated to proper value.

Manufacturer narrative:
Additional information: medtronic received information that the marginal lesional tissue was misinterpreted by the site due to the patient not disclosing personal details pertaining to being hiv position, immunocompromised and suffering from infection. A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined.

Manufacturer narrative:
(B)(6). Medtronic representative received archive for investigation. Archive did not include registration information. The archive was showing poor image. Device manufacturing date is unavailable.

Event description:
Medtronic received information regarding a navigation system. It was reported that intra/peri-operatively during the navigate task of a cranial biopsy, the surgeon reset the target four different times and sent four different samples for frozen sections. Surgeon reported the first biopsy was probably showing lesions tissue. The pathologist reported there was no tumor. In the post-op CT scan, they were 11 mm off their target. Surgeon did a tracer registration; however, fiducials were on the patient. When navigating to these known landmarks, the surgeon felt accurate. The biopsy was 47 mm deep (97 mm distance to tip). There was a delay to the procedure of 1.5 hour. Additional surgery scheduled for the following day. Patient outcome was impacted. Surgeon reported that the patient was hiv positive, and was infected by toxoplasmosis.